Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the string broke off a tampon upon removal leaving the tampon inside. She was not able to manually remove the tampon and sought medical attention from her cousin who is a nurse. Her cousin successfully removed the tampon.